Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed on unknown according to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 70 years. Weight: unknown. Height: unknown. Gender: unknown. Same event as #3004721439-2023-00245.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that shuntassistant 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical position. The results show that the valve is operating within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, no deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine no functional deviation in the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.